Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported having slow drains during his peritoneal dialysis treatment on (B)(6)2017. Follow-up was made with the pd patient's clinic register nurse (rn), who stated the patient had contacted her with chief complaint of cloudy effluent that evening and was requested to come into the clinic the morning of (B)(6)2017 for fluid culture. Lisa stated the patient¿s drain line was filled with fibrin, and the patient was manually filled and allowed to dwell for approximately two hours and manually drained, and fibrin was still observed. Per pdrn the patient was diagnosed with an episode of staphylococcus epidermidis peritonitis on (B)(6)2017 and was being treated in-clinic for fourteen days. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient was not hospitalized for the episode of peritonitis and as of (B)(6)2017 the patient¿s signs and symptoms of peritonitis resolved, and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The lot number was unknown.

Manufacturer narrative:
Date of event: (B)(6) 2017. Conclusion: although a temporal association exists between fresenius products and the event of cloudy pd effluent/ (B)(6) epidermis peritonitis there is no documentation that indicates a causal relationship between fresenius products and the event of peritonitis. However, it is likely that the etiology of peritonitis is related to patient touch contamination during pd therapy (examples given: did not wash his hands; did not don a mask) as reported by the pd nurse. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Documents in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis (pd) patient reported having drain complications during ccpd treatment. Follow-up was made with the pd patient¿s clinic registered nurse (rn), who revealed the patient was experiencing cloudy pd effluent with observable fibrin and was subsequently diagnosed with (B)(6) epidermis peritonitis on (B)(6) 2017. The pd nurse reported that the patient did not require hospitalization and was being treated in clinic for 14 days (unknown medication, dose, route, and frequency). Additionally, the pd nurse stated that the patient did not adhere to aseptic technique (did not wash his hands; did not don a mask) and the source of the peritonitis event was reported as breach in sterile technique/touch contamination. Furthermore, the pd nurse reported that the patient¿s symptoms of peritonitis had resolved and the patient had been continuing with pd therapy without further reported issues.